Event description:
It was reported to philips that the system was unable to perform 3d rotational movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during diagnoses treatment. The procedure was completed as planned by moving the patient to another room. It was reported to philips that the system was unable to perform 3d rotational movements. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the image is rotated 90 degrees and when attempting to set up for a 3dra spin, received a message indicating that the stand needs calibration. To resolve the issue, the philips field service engineer (fse) checked the system, adjusted image, and calibrated, including current and bodyguard sensor. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.